Event description:
According to the facility on (B)(6) 2025 "syringes graduations were twisted and not straight".

Manufacturer narrative:
According to the facility on (B)(6) 2025 "syringes graduations were twisted and not straight". Per the facility there was no patient involvement and the out of spec syringe was noticed prior to patient use. The sample was returned for evaluation, and the product defect was confirmed. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for (B)(6) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.